Event description:
It was reported that the insulin pump sounded low beeps during bolus deliveries, but no alarm showed on the screen. The customer also noted a black line on the display screen, which ran from the first digit of the time segment toward the esc button. The blood glucose reading was 105 mg/dl. The customer stated that he heard beeps upon pressing the up and down arrow buttons, as well; however, it was confirmed that this was normal function of the device. The insulin pump passed the self test. He observed that the top of the battery housing had cracked off, and he did not know how the damage occurred. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per, variance 5. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.